Event description:
My breast implants that I received 6 months prior to this date made me suffer horrible health complications. Gastric issues, migraines, anxiety, suicidal thoughts, full body inflammation, hip pain, nerve pain, lose of vision and hearing, rashes, pain in breast area, gallbladder damage, liver damage and many more symptoms. Reference report #mw5150193.